Event description:
The below report was received by health authority us FDA (reference number: mw5113244) on (B)(4). This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain increasing in intensity") and abdominal pain ("abdominal cramping") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain (seriousness criterion hospitalisation) and impaired work ability ("unable to work or regular daily activities"). Essure was removed on (B)(6) 2022. An unknown time later she experienced scar ("internal scar tissue in lower abdomen"). The patient was treated with surgery (hysterectomy removing fallopian tubes, cervix, and uterus and pelvic floor physical therapy sessions). At the time of the report, the pelvic pain and abdominal pain had resolved. The outcomes for impaired work ability and scar were unknown. No causality assessment was received for essure with regard to pelvic pain, abdominal pain, impaired work ability or scar. The reporter commented: had the device implanted in one fallopian tube shortly thereafter. My medical provider met resistance in the other tube and was unable to insert the other essure device. I had a tubal ligation in the remaining open tube to complete sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): check for ovarian cysts, endometriosis, or other abnormalities to my reproductive organs. None were found. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5113244) on 22-nov-2022. The most recent information was received on 07-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain increasing in intensity") and abdominal pain ("abdominal cramping") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain (seriousness criterion hospitalisation) and impaired work ability ("unable to work or regular daily activities"). Essure was removed on (B)(6) 2022. An unknown time later she experienced scar ("internal scar tissue in lower abdomen"). The patient was treated with surgery (hysterectomy removing fallopian tubes, cervix, and uterus and pelvic floor physical therapy sessions). At the time of the report, the pelvic pain and abdominal pain had resolved. The outcomes for impaired work ability and scar were unknown. No causality assessment was received for essure with regard to pelvic pain, abdominal pain, impaired work ability or scar. The reporter commented: had the device implanted in one fallopian tube shortly thereafter. My medical provider met resistance in the other tube and was unable to insert the other essure device. I had a tubal ligation in the remaining open tube to complete sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): check for ovarian cysts, endometriosis, or other abnormalities to my reproductive organs. None were found. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.